Manufacturer narrative:
The microcatheter was returned for analysis without the guidewire. No issues were found with the microcatheter hub and no bends or kinks were found with the microcatheter body. The microcatheter distal end appears to be bent. The appearance of the bend is consistent with shaping. No punctures or ruptures were found with the microcatheter. The microcatheter was flushed, and water exited from the distal tip. The microcatheter was then tested with an in-house guidewire. The in-house guidewire was hydrated and navigated through the microcatheter without issue. No other anomalies were observed. Based on the device analysis and reported information, the report of catheter puncture could not be confirmed. No issues were found on the returned microcatheter, and there was no evidence that the microcatheter was damaged or defective. All products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is expected to be returned for analysis, but has yet not been received. A supplemental report will be submitted when the investigation has been completed. Linked events: 2029214-2017-01183. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a brain tumor embolization procedure, the catheter's distal section was perforated by the guidewire. The anatomy was not tortuous but it was small in diameter. There was no patient injury.